Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via phone call that the customer experienced high and low blood glucose. The representative stated that the customer had high of 428 mg/dl and low of 27 mg/dl. The insulin pump will not be returned for analysis.